Manufacturer narrative:
Corrected data: upon further review of this report it was determined that a MDR was filed in error as the reported issue actually does not meet the criteria of a reportable malfunction. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was inspected using 12x magnification and no anomalies were found. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens, model zct150, the lens would not advance. There was no patient injury. No additional information was provided.